Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 9, 2024 and april 10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the device¿s bladder was observed which suggests possible under infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor administered 96ml solution over 3 days instead of 48 hours. The event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.